Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during an implant procedure the right ventricular (rv) lead was placed into the ventricle. After the lead was put into the appropriate position the physician attempted to extend the helix but after several attempts the helix would not extend. A new lead was used. No adverse patient effects were reported.